Manufacturer narrative:
A hospital biomed stated that their report showed that the defib failed to deliver energy via pads where the pt was sweaty. The device passed all testing. We are considering this issue the result of high pt impedance and no malfunction.

Event description:
The customer reported getting a no shock delivered message during use of the device.